Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient underwent an l4-l5 and l5-s1 spinal fusion using rhbmp-2/acs. A 15 mm taper wedge allograft was filled with bmp2. Sometime postop, the patient reportedly developed chronic pain, swelling, inflammation in his back and numbness in his right foot.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.